Event description:
It was reported that the patient¿s left side suddenly stopped working 4-6 months prior to report. The patient reported that 99 percent of her pain was on the right side. On the saturday prior to report all of a sudden stimulation for the right side stopped. The patient could feel very little stimulation at the base of her neck. The patient was incapacitated without stimulation that she could not work without it. The patient had an appointment on (B)(6) 2015. Normal stimulation for her was the right side of the neck. There was no known accident or incident related to the complaint.

Event description:
Additional information was received from the from the patient stating that they met with a manufacturer representative (rep) in 2015 and had their device checked and stated that they had four leads but only one was working and the device was working.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).